Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient wanted to find out if their device was MRI capable or not because they had a few strokes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.